Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - unknown femoral component, unknown tibial insert, unknown tibial tray; all catalog #s - ni, all lot #s - ni. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to anterior knee pain. The patella was removed and replaced with a larger patella and it was noted that the original patella implant appeared to be undersized for the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient will be undergoing a revision of a patella. Attempts have been made and additional information on the reported event is unavailable at this time.